Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. Customer stated that they were found unconscious and emergency medical service was provided and was hospitalized 2 times in a 1 week with diabetic ketoacidosis. The customer¿s blood glucose level was unknown at the time of incident. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer did not mention any symptoms and treatments related to high blood glucose level. Customer declined to perform a carelink upload. The device will not be returned for analysis.